Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Following the receipt of the five returned unopened sensors and performed a visual inspection to one random sensor and found sensor damage (smash like) as noted int he comments by the customer but unable to confirm packaging anomaly due to customer did not return original tray or box in summary the customer complaint about packaging damage could not be confirmed but sensor damage was confirmed, missing the original packaging box. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received the sensor replacement package and it was damaged. The customer reported no adverse event. The event involved product(s) mmt-7040b. Troubleshooting was performed and packaging reported as not sealed properly, misshaped, or sterile packaging was intact. No harm requiring medical intervention was reported. The customer was informed that the sensor was not working. Product mmt-7040b will be returned for analysis.